Event description:
This report summarizes ten (10) malfunction event. A review of the events involves implant fractures. The reports were received with no patient adverse events. No information regarding patient demographics were provided as well.

Manufacturer narrative:
There were ten (10) malfunction events reported regarding a fractured implant. The returned product was determined to be fractured either along the collar or broken into pieces. Dental implants can break for a number of reasons including overloading due to improper occlusion, metal fatigue, and over-tightening of the implant during insertion as well as improper removal technique. No additional information was reported to determine how the implant was removed or causality of the breakage during placement or after placement. The device history records were reviewed for any lot that was confirmed a valid lot. The production records did not indicate any non-conformances. Therefore, the conclusion is that the implants were manufactured to specification. Due to the various reasons a fracture can occur and the implants were manufactured to specifications, the fracture would occur due to a usage error. (B)(4). Devices: tapered internal plus implant, 4.6 x 12.mm, tapered internal implant, 3.8 x 12mm, tapered internal plus implant, 3.8 x 10, tapered mount-free, 3.0mm, tapered internal 4.6 x12mm, tapered pro 3.8 x 10mm, implant, unknown.

Manufacturer narrative:
There were ten (10) malfunction events reported regarding a fractured implant. The returned product was determined to be fractured either along the collar or broken into pieces. Dental implants can break for a number of reasons including overloading due to improper occlusion, metal fatigue, and over-tightening of the implant during insertion as well as improper removal technique. No additional information was reported to determine how the implant was removed or causality of the breakage during placement or after placement. The device history records were reviewed for any lot that was confirmed a valid lot. The production records did not indicate any nonconformances. Therefore, the conclusion is that the implanst were manufactured to specification. Due to the various reasons a fracture can occur and the implants were manufactured to specifications, the fracture would occur due to a usage error. Component code (h6): code 4756 within the component code section of h6 is being used because no other code within annex g is compatible with pro codes nha or ndp. Device - tapered internal plus implant, 4.6 x 12.mm; tapered internal implant, 3.8 x 12mm ; tapered internal plus implant, 3.8 x 10 ; tapered mount-free, 3.0mm; tapered internal 4.6 x12mm; tapered pro 3.8 x 10mm; implant, unknown. Follow up # 1 information: the model number and catalog number are one in the same. The UDI number is listed in parentheses after the model/catalog number. Tlxp4612 ((B)(4)); tlr3812 ((B)(4)); tlxp3810 ((B)(4)); tlx3012 ((B)(4)); tlr4612 ((B)(4)); bta3810 ((B)(4)); implant, unknown (qty 4).

Event description:
This report summarizes ten (10) malfunction event. A review of the events involves implant fractures. The reports were received with no patient adverse events. No information regarding patient demographics were provided as well.